Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable. The provided alarm trace does not contain relevant alarms. The field service engineer determined that the main waste rinse nozzle tubing was leaking. He replaced all rinse nozzle tubing and reaction cells. The customer ran calibration and quality controls which passed successfully. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient sample tested with the ise indirect na for gen.2 assay on a cobas 6000 c (501) module. Patient 1: the sample initially resulted in a na value of 267 mmol/l accompanied by a data flag. The patient sample was repeated, resulting in a value of 176 mmol/l, accompanied by a data flag. The patient sample was repeated on a second analyzer, resulting in a value of 142 mmol/l. This result is deemed correct. The initial questionable result was reported outside of the laboratory and questioned by the doctor. Patient 2: the sample initially resulted in a na value of 204 mmol/l. The patient sample was repeated, resulting in a value of 144 mmol/l. It was asked, but it is not known which result is deemed correct. The initial questionable result was reported outside of the laboratory and questioned by the doctor. The na electrode lot number and expiration date were requested, but not provided.